Event description:
The customer reported an occlusion alarm. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to adjust the tubing and administer a bolus, and the blockage was determined likely to be at the site, although the customer declined to remove the site for inspection. Ultimately, the customer changed supplies and resumed insulin therapy. Management was informed because the customer had lost faith in the pump, and educational support was provided to prevent future issues. The defective pump was replaced, and the customer was instructed to return it using a pre-paid label.